Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt was implanted in 2007. When the pt went to the following physician's office, the generator was inexplicably turned on. The reporter indicated that "the person who operated the hand-held during the surgery had been doing this for a while, and that she knew not to turn the pt's generator on." Good faith attempts to determine the cause of the programming anomaly have been made, but have been unsuccessful to date.